Manufacturer narrative:
H10. Related: MFR #1038671-2024-02626 report 2 of 2. H11. Additional manufacturer narrative- additional information added. Report 1 of 2. This g3 date is (B)(6) 2024. Correction: for initial report g3 should be 29 jan 2024 date information was received. D10, contained bilateral knee devices. Left knee devices: (B)(6). 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) 02-010-01-0250 - logic femoral ps cem left sz 5. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. These devices are used for treatment not diagnosis. There is no additional information available.

Event description:
Revision operative report - postoperative diagnosis: failed left total knee replacement. Patient had developed progressive pain and instability. Found what was felt to be collateral ligament laxity in mid flexion with associated effusion. No signs of infection. Findings: moderate to large amount of normal-appearing joint fluid. Diffuse synovial hypertrophy with significant polyethylene wear on the patellar surface, as well as the intercondylar spine of the tibial insert. Components were well fixed. Small area of contained osteolysis, primarily on the lateral femoral condyle. The patient was revised to exactech devices. The patient tolerated the procedure well with no complications. The patient progressed well and was discharged home in stable condition with no complications. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d4, h4, h6. MDR section codes updated/corrected: a, b, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitant devices: 1940853 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm. 2029866 02-010-01-0350 - logic femoral ps cem right sz 5. 2115017 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. 2165247 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. 2183161 02-010-01-0250 - logic femoral ps cem left sz 5. 2248565 204-70-00 - tibial stem ext. Screw. 2248571 204-70-00 - tibial stem ext. Screw. 2282126 200-02-38 - three peg patella 38mm. 2299985 204-34-02 - fluted stem extension 25l x 14 mm. 2311139 200-02-38 - three peg patella 38mm. 2323611 204-34-02 - fluted stem extension 25l x 14 mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 106 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain and device failure. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.